Manufacturer narrative:
Failure analysis noted that the pump had no blank display. The pump alarmed failed battery test during battery insertion due to faulty battery tube and unable to test the currents due to failed battery test alarms. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that the she had gotten multiple failed battery test alarms before the pump turned off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.